Event description:
Employee was called to o.r. To do an xray. Employee reached down to the floor to move a card out of the way of the xray machine - employee felt something stick the 3rd digit of their left hand - suture needle. Employee admitted to e.d. For evaluation, counseling, baseline testing. Wound washed with soap and water, betadine applied. Td booster given.